Event description:
It was reported that the caller had a trial the day of this report where they used two leads. One of the leads simply did not work. The impedances were fine, but the patient could not feel stimulation, even at maximum voltage. The doctor reinserted the lead and twisted the lead and the patient could not feel stimulation. The doctor pulled down a little on the good lead and checked two different places and it would not work. A lot of things were tried and it was not the multilead trialing cable (mltc). A new lead was used and then the patient felt the stimulation and it worked fine. No follow-up was required as the issue was resolved.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 977d260, serial# (B)(4), product type: screening device. (B)(4).

Manufacturer narrative:
Upon analysis of the lead (va0s1cho21), no anomaly was found.